Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection observed the distal tip kinked and the body broken/fractured located at approximately 201cm from the proximal end. Both segments of the rotawire were returned completing the 330cm measurement. Although the overall length was not measured upon dimensional inspection due to the device condition, the outer diameter of the distal tip, middle and proximal section of the device were noted to be within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
Same case as MDR ID:2134265-2017-10091. It was reported that a rotawire fracture occurred. A 1.50mm rotalink¿ plus and a 330cm rotawire¿ were selected for use. However, as the burr speed was tested outside the patient's body, the rotawire became fractured. The procedure was completed with another device. No patient complications were reported and the patient¿s condition was good.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A DHR (device history record) review was performed and no deviation was found. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as MDR ID:2134265-2017-10091. It was reported that a rotawire fracture occurred. A 1.50mm rotalink¿ plus and a 330cm rotawire¿ were selected for use. However, as the burr speed was tested outside the patient's body, the rotawire became fractured. The procedure was completed with another device. No patient complications were reported and the patient¿s condition was good.